Event description:
Additional information was received indicating the event was resolved by replacement of the non-abbott lead. There is no allegation on the device.

Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right ventricular channel and the right atrial channel. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.